Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 440 mg/dl. The caller was able to get insulin to exit during the call, but did not complete the troubleshooting process. The insulin pump was not replaced or returned for analysis.